Manufacturer narrative:
H6. Investigation summary: a mv0420-0006 product was not available for investigation; however the customer confirmed that the complaint sample was from lot 212085. The customer has reported that they observed damage to the spike and connecting tabs on several vial access devices; however no further information was available to assist the investigation in this instance. The details of this feedback were shared with the legal manufacturer of the product, yukon medical llc, for investigation. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported damaged components. A review of the production records from lot 212085 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature.

Event description:
It was reported that the locking rings broke on the bd smartsite¿ vented vial adaptor during use. This occurred twice during use. This complaint was created to capture the 2nd of 4 related incidents. The following information was provided by the initial reporter: "the locking rings break. Many pieces involved, impossibility of drug retrieval. Event date 27/09 and more."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is yukon. This site is an OEM manufacturing site. Therefore, (B)(4). Initial reporter phone#: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the locking rings broke on the bd smartsite¿ vented vial adaptor during use. This occurred twice during use. This complaint was created to capture the 2nd of 4 related incidents. The following information was provided by the initial reporter: ". The locking rings break. Many pieces involved, impossibility of drug retrieval. Event date (B)(6) 2022 and more."